Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. On (B)(6) 2014, patient was not entering values promptly. Patient's wife found the patient incoherent and called the paramedics. Paramedics arrived and administered glucose to treat low blood glucose levels. No further medical intervention was necessary.

Manufacturer narrative:
(B)(4).